Event description:
It was reported that at device interrogation revealed multiple automatic mode switch (ams) episodes with atrial noise reversion. Programming changes were made, and no further inappropriate mode switching was noted. The patient was stable throughout. The patient will continue to be followed.